Event description:
At the conclusion of an endometrial ablation procedure, dr observed two white lines of burn marks on ths side of the vagina wall and labia. No further treatment was necessary; pt condition post-op was good.